Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Reportedly, the customer consumed glucose tablets to address their bg level. However, paramedics responded to the customer and administered glucagon for the customer. Suspected cause was due to user error; the customer had entered their settings incorrectly into the pump. Reportedly, the customer lost consciousness and experienced a seizure. Customer updated their pump settings to address the event.